Event description:
A report was rec'd that a pt's ipg was depleting quickly following a non-device related procedure. A bsn rep reviewed the pt database and determined that the ipg is exhibiting premature battery depletion.